Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
This lead was later explanted and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead delivered fifty shocks due to oversensed noise on the rate/sense channel. No adverse patient effects were reported.

Manufacturer narrative:
The proximal segment of the lead was returned, severed 16.2 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.